Event description:
It was reported that product appear to be labelled wrong. Reported that it should be size 8mm but the package says 7mm and 8mm. No patient injury was reported.

Manufacturer narrative:
UDI is unknown. No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which revealed that the tray label attached to the DHR during the line set up does not correspond with the artwork for product code reported issue. A product sample was received for evaluation. Visual and functional testing were performed. Evaluation of the provided samples found two original sealed kits part numbers. Evaluation of the tray labels found that the color of the box in the upper left corner was green and had tube ID designation 7.0 mm. This condition does not correspond with the established labeling specification and does not confirm with the product description on the bill of materials. Evaluation of the components in both returned trays allowed confirmed that all of them were present and correct, including the correct size of the tracheostomy tube. Therefore, the problem source is associated with human oversight during print room operation. The incorrectly made tray label was not detected during line set up and production run. Based on the evaluation of the provided product and investigation results the reported by the customer problem was confirmed. Actions were taken to mitigate the reported issue: as the immediate containment action 16 trays (out of 18 total) were placed on ship hold in distribution center. As the correction the trays on ship hold and the two returned by the customer trays were disposed of as scrap. Further correction steps included reviewing the complaint details with corresponding print room and production personnel by their supervisors, including the bom instruction to check the color block size against the product description, and documenting this action on training sheets. A review of the complaint history did not reveal any trends for this product and category. No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly.